Event description:
During a phone conversation, the patient indicated he experienced blisters on the inside thigh area where catheter touches skin when in the prone position. Patient is unsure whether it is the tubing or catheter causing the blisters. His caretaker instructed him to cease use of the catheter until symptoms subside.